Event description:
I bought the malem bedwetting alarm from the bedwetting store. (B)(6). At night my son yelled loudly and I ran to his room. We noticed that the malem alarm was scorching hot and it had created a burn mark on my son's neck. It was similar to a hot iron. I removed the alarm and threw it on the bed, later placed the alarm in an oven mitt till it cooled down as I didn't want to burn my bed sheet. Applied a burn ointment on my son's neck. I think it will take several weeks or even months for the burn mark to heal. These kind of cheap products should be removed permanently. Please take strictest action.